Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately five years and four months post index procedure, a CT revealed that the talent bifurcate stent graft had a type iii fabric endoleak located at the level of the flow divider. The physician, elected to implant an endurant ii aortic cuff and an angiogram revealed that the endoleak did not resolve. The physician then elected to implant an endurant ii aorto-uni-iliac stent graft with an endurant ii stent graft limb. The endoleak was resolved and the procedure was completed. Per the physician, the cause of the type iii fabric endoleak was due to a calcium deposit in the aneurysm sac. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.